Event description:
The customer contacted beckman coulter inc., (bci) on (B)(6) 2008, regarding erroneous results on two different patients for troponin assay. Results were generated on the access 2 immunoassay system. The customer re-ran the samples on a different instrument and they were within the specific range. The initial erroneous results were not reported outside the laboratory. There are no reports of any adverse patient consequence or changes to the patients' treatment. There are no indications of any medical intervention to prevent or preclude any adverse patient event.

Manufacturer narrative:
Field service engineer (fse) was on site on (B)(4) 2008 and performed a preventative maintenance (pm) on the instrument. The fse decontaminated the substrate system and replaced the substrate seals and the o-ring. Fse ran a system check and it passed within instrument specifications. Also, all other verification testing performed by the fse passed instrument specifications. No definitive root cause can be determined from this event. This is a single event involving multiple patient samples. There were no reports of any adverse event, changes to patient care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter inc., (bci) on (B)(6) 2008, regarding erroneous results on two different patients for troponin assay. Results were generated on the access 2 immunoassay system. The customer re-ran the samples on a different instrument and they were within the specific range. The initial erroneous results were not reported outside the laboratory. There are no reports of any adverse patient consequence or changes to the patients' treatment. There are no indications of any medical intervention to prevent or preclude any adverse patient event.

Manufacturer narrative:
Field service engineer (fse) was on site on (B)(4) 2008 and performed a preventative maintenance (pm) on the instrument. The fse decontaminated the substrate system and replaced the substrate seals and the o-ring. Fse ran a system check and it passed within instrument specifications. Also, all other verification testing performed by the fse passed instrument specifications. No definitive root cause can be determined from this event. This is a single event involving multiple patient samples. There were no reports of any adverse event, changes to patient care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.